Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 204 mg/dl. Additionally, the customer had an unspecified cartridge issue. Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.